Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, the lasso navigational variable eco catheter was unable to straighten out or to deflect back to it's original position in the middle of the case. This catheter was not exchanged and the case was competed with the same catheter with no patient injury. Upon request, the bwi field representative provided additional information regarding the event. It was confirmed that there was no injury to the patient. The catheter would not return to its original position. It was during a pulmonary vein isolation (pvi) and the catheter was in the left atrium. They were working on the right inferior vein at the time. Three veins had already been isolated. There were no issues removing the catheter from the patient. The catheter stayed in a semi deflected position after the physician removed it from the body.

Manufacturer narrative:
(B)(4). It was reported that while performing an atrial fibrillation (afib) procedure, the lasso navigational variable eco catheter was unable to straighten out or to deflect back to its original position in the middle of the case. This catheter was not exchanged and the case was competed with the same catheter with no patient injury. Upon request, the bwi field representative provided additional information regarding the event. It was during a pulmonary vein isolation (pvi) and the catheter was in the left atrium. They were working on the right inferior vein at the time. Three veins had already been isolated. There were no issues removing the catheter from the patient. The catheter stayed in a semi deflected position after the physician removed it from the body. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the deflection and contraction test were performed and the catheter passed both. The catheter did not get stuck during the analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).